Event description:
It was reported that during a case, the pt began to wake up. The or staff reported that they tried each of the 3 vaporizers on the machine and finally used IV anesthetic to sedate the pt. The case was completed and no pt injury was reported. Further discussions with the facility indicated that the pt did report recall but there was no indication that the pt felt any pain during the case. The facility also reported that there is no indication of any lingering negative effects to the pt.

Manufacturer narrative:
The device was evaluated by a third party biomed tech that was contracted by the facility to perform biomedical svcs. The biomed tech tested the device, and the vaporizers and found that they functioned to specifications. The device was returned to use and has been used since the reported event with no problems noted.